Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a laparoscopic lar procedure, the surgeon tried to push the blue button to fire staples, but the I-beam stopped at the beginning phase of firing mechanism. He pushed the blue button again to re-fire the staples but it did not work at all. He then pushed the silver button to retract the I-beam and ordered a scrub nurse to replace the reload with a new one. There was no damage to patient at all.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 60 articulating med/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre fired and engaged in interlock. The proximal end of the reload was broken. Functional testing of the reload could not be performed due to the noted damages. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Based on the trend, no product enhancements will be generated.